Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. It was reported that the ventilator's turbine was found defective during a service performed by our field service engineer (fse); analysis of device logs during service shows multiple errors related to the blower module function. Our fse replaced both the inspiratory channel printed circuit board (pcb) and the blower module to solve the issue. Both parts were returned for further investigation. The provided logs confirm the reported errors. The returned parts were first tested separately in a ventilator, both ventilators passed the pre-use check (puc) and simulated ventilation was run for 24 hours without deviation. They passed puc at the end of the test as well. A second test with both parts was conducted simultaneously in the same ventilator, it passed the puc and ventilation was run for 7 days without deviation. The ventilator passed the puc at the end of the test. The inspiratory channel pcb is probably free from failure and not the cause of the reported error; this part has probably been replaced unnecessarily. It was not possible to reproduce the reported technical error for the turbine failure. Since it was not possible to reproduce the error, the root cause was not determined. As a precaution the manufacturer will replace the turbine.

Event description:
Manufacturer's ref # (B)(4).